Event description:
Boston scientific crm received info that this implantable cardioverter defibrillator (ICD) was suspected for not having provided life-saving therapy. The pt's spouse stated to the boston scientific crm technical services consultant that the pt had said there had been some strings or clicks associated with his device a couple of days before he passed away. The deceased pt's spouse stated that no one had been with the pt when he had passed. The pt's spouse does have the device in her keeping and was wondering if there had been any recalls on the device. There had been no reported adverse pt effects associated with product performance to date by the physician. The local area sales representative was not aware of any product performance anomaly and did attempt to contact the appropriate administration for cause of death. Those attempts have been unsuccessful to date. Therefore, the allegation by the deceased pt's spouse cannot be refuted at this time.

Manufacturer narrative:
The boston scientific crm technical services consultant did explain to the deceased pt's spouse that she could have the device sent in for an analysis. A device return kit was to be provided. If new info becomes available, this report will be further evaluated and updated.